Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the sensor was damaged out of the package, the needle was not attached properly and never connected, and received a lost sensor signal alarm. The customer reported no adverse event. The event involved products mmt-7040a, mmt-1884, and mmt-7841zn. Troubleshooting was performed for labeling/packaging and product was damaged upon receipt prior to use. Troubleshooting was performed for loss of communication and the issue was not resolved. Troubleshooting was performed for sensor/introducer needle break or damage, introducer needle hard to remove and found that the introducer needle was hard to remove and was detached and also canula bent outside the sensor. The issue did not occur inside the body. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-7841zn.